Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device. The reason for call was patient reported their controller seemed to have gone crazy and had been acting up for about a week. Patient said the controller was displaying incorrect messages, like the controller needing to be charged when it was already at 70%, was not responding to any of the buttons properly, and the screen looked like there were 3 different screens on top of one another. Agent walked patient through removing the battery pack, plugging the controller into the ac power supply, and patient confirmed the screen powered on. Agent had patient re-insert the battery and confirmed the green light was flashing above the screen. Patient then unlocked the controller and reported controller was recharging at 90%, ins was 20-30%. The troubleshooting steps that were taken on the call resolved the issue. Agent advised patient let the controller fully charge before charging their ins and monitor the issue. Patient will call back if any of the issues persist. When asked for managing healthcare provider, patient provided their doctor information at the pain clinic. Additional information was received from patient stating they got the controller charged up and when recharging the ins, the charging kept shutting down for the green flashing light stopped and they had to start the charging session over again. After 47 tries the controller went blank unresponsive requiring a reset. Then it took a while to locate the device when trying to charge the ins and then it said controller battery needed to be replaced. During call pt verified no damage to the controller charging port or to the rtm. A replacement controller was sent out. No symptoms were reported. Additional information was received from patient stating they received the controller and went to charge the implant and getting a message to place battery pack in the controller and they have the aa batteries in the controller. Agent reviewed they need to place the lithium battery pack inside the controller to charge the ins. Patient said they will switch the battery and callback for assistance if necessary. Additional information was received from patient stating their controller was replaced they were still having issues connecting to the implant. The controller could find the implant with the recharger, but without the recharger the controller could not find the device. Pt reset the controller, but that did not resolve the issue. Agent redirected the pt to their managing hcp.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from patient stating they just needed a reset and manufacturer representative (rep) directed the steps over phone. Just a conversation with the right person (rep) was the step taken to resolve the issue. The issue was totally resolved. The patient's weight at the time this event occurred was 190 lbs.